Event description:
It was reported that during replacement of the device and upon connection there was no capture and the patient experienced asystole during three attempts to reconnect the device. Therefore the device was removed and replaced with a new device. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): no anomalies found, however a setscrew was noted in the connector bore.